Manufacturer narrative:
(B)(4). Method: the complaint cannula was received and was visually inspected. Results: visual inspection of the cannula revealed that the tubing had been pulled away from the swivel grip. A lot check revealed no similar complaints for lot number 130911. Conclusion: based on the observed damage, we can conclude that the tubing became damaged due to excessive force being exerted on the tubing. Each optiflow junior cannula is leak, occlusion and tensile strength tested on the production line and any that fail are discarded. (B)(4). Our user instructions that accompany the optiflow junior cannula state: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Patient monitoring is recommended. Do not stretch or crush tube. Fisher & paykel healthcare maintains a close supervision of this product and its behaviour in the field in order to gain information. We are continuously working to improve the opt318 based on customer feedback.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an opt318 optiflow junior nasal cannula tore where it connects to the circuit. This occurred during use on a patient. No patient consequence was reported.